Event description:
The physician was attempting to deploy a 3.0mm diameter x 18mm length resolute integrity rx drug eluting stent to treat a target lesion located in a graft to the pda. It was reported that the stent would not cross the lesion and that a strut had lifted mid-section on the stent. Another device was used and this device crossed the lesion. No patient injury or other clinical sequelae were reported for this event. Device evaluation: the device was returned to medtronic for evaluation. The distal tip was flared. Initial mandrel movement failed due to a blockage in the inner lumen. The hypotube was kinked 22.0cm, 40.5cm and 58.8cm distal to the strain relief. A number of struts on the 11th, 12th and 13th proximal stent segments were raised and deformed. A strut on the 1st distal segment was slightly raised. The remaining segments were intact.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Related to operational context (the damage to the stent most likely occurred during use of the device and was therefore procedural related.) Deformation problem. Evaluation conclusions: inherent risk of procedure (failure to deliver stent and stent deformation). Operational context caused or contributed to the event (the damage to the stent most likely occurred during use of the device and was therefore procedural related.) (B)(4).